Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds and was thought to have perforated into the pericardium. An echocardiogram was inconclusive and removal of the lead revealed no conclusive evidence for perforation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.